Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0 integrated electrosurgical unit (erbe) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported issue was able to be confirmed using artemis: significant number of c-34, c-38, c-30, m-11 errors were logged. Additional m-32 error were also logged in artemis. Inspection during fa process was able to replicate the reported event; unit tested on system, presents c-30 and m-11 errors on attempt to perform monopolar coag operation via mono port 1. Integrated electrosurgical unit (iesu) did not present errors on startup, and instrument/energy operations on bipolar 1/2, and monopolar 2 successful. M-11, c-00, m-1c errors in erbe logs. Upon visual inspection, unit found to have chips in paint along left side of housing case rear lip. Some scratches noted on heatsink fins. Slight dings on lower right corner of front bezel, slight but present scuffing on underside. Scratch on voltage designation for fuse holder.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) called in with integrated electrosurgical unit (iesu) [erbe] errors. Csr was getting a blue activation cable from a different site to take in so they can do cases today. The procedure was completing as planned with no reported injury.